Event description:
Distributor claimed on behalf of customer that leak in cushion resulted in a pressure injury.

Manufacturer narrative:
Distributor claimed on behalf of customer that leak in cushion resulted in a pressure injury but roho, inc. Has not seen medical records to confirm this. The manufacturing records were reviewed and indicates the cushion passed all inspections and verifications. It is unclear if product malfunction caused the pressure injury. The user has warning in the manual to discontinue use of a defective product that reads as follows: "check skin frequently, at least once a day. Redness, bruising, or darker areas (when compared to normal skin) may indicate superficial or deep tissue injury and should be addressed. If there is any discoloration to skin/soft tissue, stop use immediately. If the discoloration does not disappear within 30 minutes after disuse, immediately consult a healthcare professional. Check inflation frequently, at least once a day. Do not use a product that is underinflated or overinflated, because 1) the product benefits will be reduced or eliminated, resulting in an increased risk to skin and other soft tissue". The cushion was not returned to roho, inc. So an evaluation could not be performed. Roho, inc. Contacted the customer for more information regarding the alleged failure of the cushion, but the customer has not responded. If new information is received, a follow up report will be submitted.

Manufacturer narrative:
The cushion associated with complaint was returned and an evaluation report is attached. The probable cause of base hole was improper maintenance. If new information is received, another follow up report will be submitted.